Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078766) on 15-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('heavy bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant medical products included haloperidol (haldol), lithium and valproate semisodium (depakote). On (B)(6) 2005, the patient had essure inserted. On (B)(6) 2005, the patient experienced genital haemorrhage (seriousness criteria hospitalization, disability and intervention required) and dyspareunia ("painful intercourse"), 1 month after insertion of essure. The patient was treated with surgery (hysterectomy performed). Essure was removed on (B)(6)2018. At the time of the report, the genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia and genital haemorrhage to be related to essure. The reporter commented: an injury (disability), hospitalization was mentioned but not specified and /or assigned to one of the events. Amendment: the report was amended for the following reason: correction following company internal review: incident category and device removal field were updated. The event heavy bleeding was recoded to meddra llt: genital haemorrhage. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.